Event description:
Our facility is concerned that we were not informed of the MRI incompatibility of the codman microsensor icp transducer. Approximately 6 years ago, it was believed the device was safe for use in the MRI environment. Three years later, there was a memo sent from codman regulatory affairs stating that the compatibility of the device with MRI was not determined by FDA. Most recently, we have noticed the device package insert states MRI compatibility not determined. We have been imaging patients with codman microsensor icp transducer without incident. Approximately 10 patients per year.